Event description:
While wearing the external equipment, the pt reportedly experienced no lock. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functional. Surgery to explant the pt's cl device is to be scheduled.